Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the onetouch ultra2 meter was reading inaccurately high or low (the reporter does not know the result on the pt's meter). This complaint was classified based on the customer care advocate's (cca) documentation. According to the reporter, on one day earlier, at 10pm, the paramedics were called because the pt was incoherent. The paramedic's meter result was 185 mg/dl. She did not report the result obtained on her meter, however, she stated that the meter read either high or low before and after the paramedics came. There was a 40-point difference. The pt was given IV fluids. A control solution test was performed, which passed. This complaint is reported, although the control solution test passed, the reporter alleged the meter was reading inaccurately, she was incoherent and required medical assistance. Replacement products have been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.